Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an overload fault error message. This error will likely cause the system to shut down. There is no report of patient injury.